Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2003. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2012, due to patient allegations of pain, metal poisoning, metallosis, loss of range of motion, swelling, inflammation, and damage to surrounding bone and tissue. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6), 2003. Subsequently, legal counsel for patient reports patient was revised on (B)(6) 2012 due to patient allegations of pain, metal poisoning, metallosis, loss of range of motion, swelling, inflammation, and damage to surrounding bone and tissue. The modular head and acetabular component were removed and replaced. No further information has been provided to date. Additional information received in medical records indicates that the procedure that took place on (B)(6) 2012 was due to metallosis, local adverse tissue reaction, malpositioned (vertical) cup, swelling, yellowish-gray fluid, and gray stained tissue. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-02164 / 02165).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Implant date - corrected date based on additional information.